Event description:
Customer reported during fluoro unit had no image display and gives ma sensor failure error. Pt involved, but not injured.

Manufacturer narrative:
The svc rep. Rebooted system 5 times without errors. Could not duplicate stated problem. Performed battery test using current test procedures. System operating as intended.